Event description:
Patient was infusing 1320ml tpn bag over 12 hours. Patient had 100ml overfill. Bag ran dry by end of infusion. Patient priming excessively, thought that was the problem. Patient did not use anti-siphon valve and bags ran dry x 1 wk. Use of anti-siphon valve resolved problem.